Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they felt an increased sensation in their left leg and wondered if it had to do with the left side stimulation. They also said they have medal rods and screws from a surgery that took place 4 years ago. As a result of what was reported, they were advised to inform their healthcare provider (hcp) about the increased sensations. Four days later, patient said they were at their hcp's office to have their device removed due to a possible lead migration. No further patient complications have been reported as a result of this event.